Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose value was 50 mg/dl. The cause of the low bg was unknown, as customer declined to provide further information regarding low bg. Reportedly, the customer reverted to manual injections for insulin therapy.